Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter detachment from the connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with a detached proximal connector segment. The distal connector segment was not returned for evaluation. Usage residues were observed throughout the sample. Microscopic inspection of the proximal end of the catheter revealed glossy striations consistent with a sharp instrument cut. Microscopic inspection of the proximal connector segment was unremarkable. The locking arms appeared well-formed. The proximal end of the returned catheter appeared to have been trimmed, suggesting that the catheter was detached from the connector. Inspection of the catheter and the proximal connector segment did not reveal any cause for that detachment and the proximal connector segment was not returned for evaluation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter was placed in the patient of ileus via right median cubital vein for tpn on (B)(6) 2019. After a few hours of placement, oversleeve came off from proximal part of the catheter connector, and the nutrition leakage was found. The physician re-connected oversleeve and proximal part of the catheter connector. In the next day of the placement( B)(6) 2019), nurse found that the catheter was broken near the right elbow, and distal catheter segment was migrated into the patient's body. The distal part of the catheter was removed. There was no reported patient injury. 4/9/2019 - clarifying information received: it was reported that the catheter was not broken but was detached from the oversleeve and was migrated into vessel on (B)(6) 2019. In addition, the first detachment issue was not the detachment of the oversleeve from the catheter connector but the detachment of the whole catheter connector part from the catheter. 4/17/2019 - additional clarifying information was received: the doctor reported that the oversleeve was used when the catheter connector was connected to the catheter not only in the first procedure but also the re-connection procedure after first detachment. Therefore, the oversleeve was missing after second detachment. In addition, oversleeve was allegedly detached from the distal part of the catheter connector at first detachment of the catheter, and the doctor used the detached oversleeve without problem for re-connection of the catheter connector.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter was placed in the patient of ileus via right median cubital vein for tpn on (B)(6) 2019. After a few hours of placement, oversleeve came off from proximal part of the catheter connector, and the nutrition leakage was found. The physician re-connected oversleeve and proximal part of the catheter connector. In the next day of the placement( (B)(6) 2019), nurse found that the catheter was broken near the right elbow, and distal catheter segment was migrated into the patient's body. The distal part of the catheter was removed. There was no reported patient injury. On (B)(6) 2019 - clarifying information received: it was reported that the catheter was not broken but was detached from the oversleeve and was migrated into vessel on (B)(6) 2019. In addition, the first detachment issue was not the detachment of the oversleeve from the catheter connector but the detachment of the whole catheter connector part from the catheter. (B)(6) 2019 - additional clarifying information was received: the doctor reported that the oversleeve was used when the catheter connector was connected to the catheter not only in the first procedure but also the re-connection procedure after first detachment. Therefore, the oversleeve was missing after second detachment. In addition, oversleeve was allegedly detached from the distal part of the catheter connector at first detachment of the catheter, and the doctor used the detached oversleeve without problem for re-connection of the catheter connector.